Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit for the reported issue, to fix the issue the fse replaced the pneumatic module assembly which corrected the issue. The fse also reported that the safety disk was replaced. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11 corrected fields: g1.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6). The full name of the initial reporter that is abbreviated (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had problems with the safety disk. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.